Manufacturer narrative:
Nio stent, iliac.

Event description:
Mathlouthi 2020, zilver flex, increased mortality with paclitaxel-eluting stents is driven by lesion length a retrospective review of the medical records of 296 patients who underwent fpa stenting between january 2011 and december 2017 was performed. Patients were grouped into bms and pes groups. The primary end point was all-cause mortality. Secondary end points included limb salvage, primary patency, primary assisted patency, and secondary patency. A comparison between the two groups within transatlantic inter-society consensus (tasc) ii subgroups was also performed. Compared with the bms group, the pes group exhibited significantly higher rates of 2-year all-cause mortality (23.9% vs 5.1%; p = .05; fig). After adjustment for age and other potential confounders, pes use was associated with a twofold increase in all-cause mortality (adjusted hazard ratio, 2.3; 95% ci, 1.31-27; p = .02; table v). This complaint is capturing all cause mortality in 22 patients ((B)(4) of 195 patients in the bms group)